Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator plunged during frontal sinus surgery. It is unknown if patient was injured; however a surgical delay of 30 minutes was reported.

Manufacturer narrative:
Additional information was received indicating the perforator did not stop and went through the posterior sagittal sinus. It caused a lot of bleeding and sinus had to be repaired. The sinus did not thrombosed. The patient did not suffer a neurological problem. The procedure was completed with another product available. It was a female patient in her 50s.

Event description:
N/a.

Manufacturer narrative:
The perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye. Unit was lightly soiled with organic material and had a worn label, but no other anomalies were observed. IFU testing was performed with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release: the unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint.

Event description:
N/a.